Manufacturer narrative:
The reported events of high pacing lead impedance, r-wave amplitude variation, and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant, a loss of capture, r-wave amp variation, and high pacing impedance were noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.